Manufacturer narrative:
Updated part and lot number.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pre-operative x-rays appear to show separation of the hinged femoral component and the femoral stem. Once in the operating room it was apparent that the stem was in fact loose. The size 3 hinge femur was then removed and a slap hammer was used to remove the stem that remained in the femur. Dr. (B)(6) then reamed the femoral canal to accept a 19 mm x 140 mm stem and recut to accept a size 2 hinged femur component. He then trialed a 20 mm poly and ranged the knee and felt it was good both flexion and extension.